Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited failure to be interrogated. No intervention was performed. The patient experienced no consequences and will continued to be monitored.